Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. There was no further description of the breach in aseptic technique. Peritonitis was manifested by abdominal pain and cloudy effluent. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning three days after onset, the patient was treated with ciprobay (200 milligrams, every day, intraperitoneally, duration not reported) for the peritonitis event. Beginning eight days after onset, the patient was treated with cefazolin (intraperitoneally, dosage, frequency, and duration not reported) and fortum (1 gram, every day, intraperitoneally, duration not reported) for the peritonitis event. Antibiotic treatment with ciprobay, cefazolin, and fortum was ongoing. Dianeal therapies were ongoing. The patient was recovering from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported during follow up that treatment with ciprobay was discontinued eighteen days after initiation. The fortum and cefazolin were discontinued thirteen days after starting. The patient was discharged twenty-two days after admission and was recovered from this peritonitis event twenty-one days after onset. Should additional relevant information become available, a supplemental report will be submitted.